Event description:
The caller said his girlfriend used up to 5 cold packs over a period of 4 days. Thurs-sun, but on sunday after using the pack for about 15-20 mins, she sustained what looked and felt like a burn. Also, some of the packs used on the other days leaked on her during use. They had just purchased the packs at a pharmacy on or about last wed. And had not stored them "in any extreme temperatures."

Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwath report will be filed.